Manufacturer narrative:
On (B)(6) 2014, intuitive surgical, inc. (Isi) contacted the clinical sales representative who was present during the reported issue to obtain additional information. The 8 mm instrument was used during a right colectomy, attempted using an off-label faux crossed-arm single-port technique. This technique consisted of the cannulas been inserted through a gel port, crossing the arms to create triangulation, and swapping the master controllers for simplified manipulation. This setup is neither recommended nor validated by isi. During this setup, the crossed instruments can scrape against each other in a manner which could have contributed to the damage. The site believes the instrument damage was caused by internal collisions. The types of internal collisions that occur during this crossed-arm setup do not occur in the recommended multiport setup which the vessel sealer was designed for. The surgeon decided to covert the procedure to a multiport procedure to finish the case. The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The endowrist® instruments instructions for use (IFU) states: endoscopic instruments are designed and manufactured for a specific surgical function. Use of an instrument for a task other than that for which it is intended may result in a damaged or broken instrument. In addition, the endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci single-site surgical procedure gray pieces of a endo wrist one vessel sealer instrument were noticed on the side of an instrument and in the abdominal cavity. The vessel sealer was removed revealing an area approximately 2.5cm x 1cm where the coating had chipped off. The metal casing of the instrument was visible. All visible pieces were removed from abdominal cavity, and an inspection for further pieces was conducted. The power had not been utilized, resulting in no danger of arcing or burns related to instrument use. The instrument was taken off the field, surgery was continued with no visible chips noted. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the main tube displayed a large area where insulation had been removed, measuring 1.051 x .422. The main tube exhibited some scratch marks on the exposed area. The main tube insulation had a dull finish at the proximal end of the main tube but the damaged area has glossy finish. The damaged area shows the insulation was flaky and no longer adhering to the metal tube. Several gouge marks on the exposed metal area was also noted. No other damage was found.